Event description:
It was reported that the software analyzer returned along with the programmer was not functioning and that the rear door of the programmer was broken. The programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the analyzer was non-functional and would not communicate with the programmer. It was determined that the analyzer was not repairable and it was to be scrapped and saved for failure analysis. The analyzer was to be replaced for the customer. Concomitant product: product ID 2067 radiofrequency programmer head. (B)(4).